Event description:
A report was received from the USA stating that an 840 ventilator had an error in the diagnostic log that it was inoperative. The device was not being used on a pt when event occurred. The date of the event is unk.

Manufacturer narrative:
The customer reported that covidien was not authorized to service this device. A calibration test was run and the reported malfunction could not be duplicated. (B)(4).